Event description:
On (B)(6) 2014 it was reported that a sign im nail was replaced due to being too long. The fracture was about 4 to 5 weeks old so she needed an open reduction. The replacement sign im nail was 9mm x 320mm, standard nail, implanted on (B)(6) 2014.

Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned to the manufacturer for evaluation. The device was replaced with a 9mm x 320mm, standard nail, using 2 proximal screws and two distal screws. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign technique manual. Sign fracture care international continues to monitor replacement events as part of our post market activities.